Event description:
The customer representative claimed a citadel plus bed frame malfunction, allegedly the bed frame was damaged. During pick-up of the bed, the arjo service consultant found that one of the side rail panels was detached from the side rail mechanism. There was no allegation that any patient was involved when the malfunction occurred. No injury was reported.

Manufacturer narrative:
The customer representative claimed a citadel plus bed frame malfunction, allegedly the bed frame was damaged. During pick-up of the bed, the arjo service consultant found that one of the side rail panels was detached from the side rail mechanism. There was no allegation that any patient was involved when the malfunction occurred. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged. The photographic evidence revealed that the side rail panel was detached from the side rail mechanism (the screws holding the panel were ripped off). The circumstances in which the malfunction occurred were not shared by the customer. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail panel was detached from the side rail mechanism. There was no allegation of the device being used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to the safety side detachment from the bed frame.